Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medwatch 2 of 2 (transmitter): 2032227-2011-01250.

Event description:
The customer stated that he was hospitalized due to hypoglycemia, with a blood glucose of 46 mg/dl. The customer had changed his infusion set two days prior to the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.